Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 3.00mm x 20mm nc emerge® balloon catheter ruptured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a 3.0mm x 20 mm nc emerge balloon catheter. The balloon was loosely folded and the device was bloody. Microscopic inspection revealed a burst in the balloon material, 2mm in length. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 3.00mm x 20mm nc emerge balloon catheter ruptured. No patient complications were reported.